Event description:
During a coronary artery bypass procedure, the connections to the 20 micron filter in the arterial line of the cardiopulmonary bypass machine fell apart. This occurred during rewarming. Bypass was interrupted for approximately 2-2.5 minutes. Blood loss was approximately 500 ml.